Event description:
Patient was to be administered 400 ml of 05% marcaine through pump. Pump failed to infuse any of the medication. To administer pain control to the patient. The pump was brought to the operating room manager on the day after being put in place as none of the medication had been infused. This is our third pump failure on this device. Medwatch number (B)(4).